Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 372 mg/dl on their blood glucose meter. The consumer immediately administered 11 units of insulin. A few hours after administering the insulin, she tested her blood glucose again coming up with a reading of 326 mg/dl. She then gave herself 12 additional units of insulin. She then experienced a hypoglycemic event requiring medical intervention. During the call, it was revealed that the consumer does not control solution test the integrity of her test strips as instructed in the directions for use. The meter and test strips in question will be returned for eval.